Event description:
It was reported that the helix blade broke while the foot of the blade was being inserted. The broken part was retained. No delay in surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed; there were v (visual) nicks found, there were illegible on features and the part was found to be out of specification reading. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.